Event description:
Customer reported a malfunction alarm, specifically malf 12, on their insulin pump, with at least three occurrences noted. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was instructed to use multiple daily injections (mdi) as backup therapy.